Manufacturer narrative:
The customer's calibration and qc recovery were found to be ok. There is no indication for a performance issue of reagent or instrument. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative found the probe tubing had fallen out of the pulley, and the position where the tip dispenses the sample was slightly misaligned. He replaced the tubing and placed tubing onto the pulley and adjusted the probe. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t high sensitive stat results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 56.95 pg/ml. The patient was tested again at a different center and received a low result. It is unknown if the result came from a separate sample. The exact value of the result is unknown. The initial sample was repeated and the result was 3.35 pg/ml. The repeated result of 3.35 pg/ml was believed to be correct. The reagent lot number is 45954101 with an expiration date of 31-jul-2021. The initial result was reported outside of the laboratory.

Manufacturer narrative:
Based on the lack of preanalytical data provided, a clear root cause could not be identified. Further investigation of the issue did not identify a product problem. The cause of the event could not be determined.